Event description:
It was reported that the bipolar ventricular lead impedance increased over time to 1575 ohms. The ventricular polarity was changed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.